Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it is not available for return. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was informed of an explant on a patient due to possible stent graft infection. The patient's ax2 main body and suprarenal proximal extension were removed on (B)(6) 2017. No other information was provided regarding patient condition post op explant.

Manufacturer narrative:
Based on the final report received from (B)(6), it was concluded that there were no device failure. Since the patient developed the infection one (1) year post evar, the infection was most likely due to bacteria gaining entry into the body from external factors. The type of bacteria could not be determined and the device investigation was not performed, so the root cause could not be determined. The review of manufacturing lot confirmed all devices met specifications prior to release. The devices explanted were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. Correction: patient information: (sex), event or problem.

Event description:
A final report received from b)(6) concluded that since the patient developed the infection one (1) year after evar, the mostly likely cause was due to bacteria gaining entry into the body from external factors. The type of bacteria could not be determined and the device investigation was not performed, so no root cause could be determined.